Event description:
It was reported that the customer insulin pump had a cracked on lcd screen of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer cannot read the screen of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip. No cracks noted on the lcd screen.